Event description:
Account obtained discrepant results for a patient potassium. Initial result was 5.3 mmol/l and when repeated, the result was 4.5 mmol/l. The incorrect result was not reported. The field service rep found the vacuum was defective and repaired the instrument by replacing the nozzle.